Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported that they were feeling stimulation when their stimulation was turned off. Pt said that sometimes they cannot sleep too well with the stimulation on all night, so they like to turn the stimulation off. Pt said that yesterday they noticed that they were still feeling stimulation when they turned the stimulation off. Pt said they turned the stimulation off with both their patient programmer and their recharger. Pss had pt turn on and off their stimulation with both the patient programmer and recharger; pt was able to successfully turn stimulation on and off with both, however they still felt stimulation when the stimulation was off. Pt was a little frustrated while troubleshooting, as they had done the same steps before, so pss did not get serial numbers of the patient programmer and recharger on the call. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue; pt said that they are 100 miles away from their doctor. Pss also emailed medtronic rep for visibility. While troubleshooting pt mentioned that they were on group c program 1 at 280. Pt also said that they were able to get a full charge when they connected with their recharger; pss understood this as pt was able to get all couplings. Caller was redirected to the healthcare provider (hcp).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient reset their machine and the issue was resolved.